Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified 1st diagonal branch of the left anterior descending (lad) artery. After plain old balloon angioplasty was performed with a 1.0x6, 2.0 non-bsc balloon catheter, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Two wires were then used to advance the device but it still failed to cross the lesion. The device was removed from the patient's body and the stent struts were found to be lifted. The procedure was completed with a 2.5x9 non-bsc stent. No patient complications were reported and the patient's status was stable.